Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.